Manufacturer narrative:
Product complaint # ==> (B)(4). The lot number of the complained device is unknown. Potential lot numbers provided: 174199, avkc4t, 174192, 175875, 209529. Device was not returned for evaluation. A review of the device history records was conducted. No issues were identified during the manufacturing and release of these products that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the single-inner setscrew we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a spinal fusion surgery (primary surgery) for scoliosis was performed with cannulated sai polyaxial screw in question. The screw was inserted in s2 spine in accordance with surgical technique in the primary surgery. On (B)(6) 2018, the secondary procedure was performed. During the procedure, the surgeon found that the screw fell out from the rod. The surgeon replaced the screw with another polyaxial screw (10 mm in diameter) in the surgery. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital.